Event description:
Hospital advised that pump alarmed and displayed "communication error" as intended. The system continued to infuse at the programmed rates as designed. There was no patient consequence.